Manufacturer narrative:
Analysis confirmed the customer comment of display leakage, and additionally noted that the c277 on the main printed circuit board was damaged, the upper case was cracked, the lower case was broken, both at the boss and the case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator (epg) had "lamination leakage." The epg was returned for repair. There was no patient involvement.